Manufacturer narrative:
This event was previously reported via alternative summary report (asr) on 19apr2017, exemption number e2014015. This report is intended to be a follow-up to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, the patient experienced a urinary tract infection, yeast infection, "tugging and pulling at the suture sites", constipation, diarrhea, "feels like a scratch and it stings" when she voids, incontinence with coughing and sneezing, and copious amounts of odorous vaginal discharge beginning two weeks post op. Additional information received further reported that on 17jul2015, the patient had a post void residual of 96 ml. On 14aug2015, sutures were noted close the vaginal surface, with tenderness.